Event description:
Information was received from a manufacturer's representative regarding an external neurostimulator. The patient reported not feeling stimulation. The representative asked patient services how to do a lcc test, the rep was walked through this test. The doctor stated that the reason the for the loss of stimulation was that the lead migrated south. The leads were pulled and the patient wanted to schedule permanent placement. No further information available at this time.